Manufacturer narrative:
Additional information regarding the current patient status and procedure is being gathered. A supplemental and final report will be submitted upon completion of complaint investigation.

Event description:
The patient reported that post bicep tendonesis, he was experiencing a lot of pain. Per the patient, diagnostic testing revealed that the t60s tenolok was broken. The patient required a second procedure for implant removal and debridement. The customer is now on recovery. This report is raised on the basis of an implant break that required a secondary procedure.

Manufacturer narrative:
Corrected data data of event change from "on (B)(6) 2017" to "on (B)(6) 2017", due to the surgeon providing correct event date with additional information. Implanted date changed from "on (B)(6) 2017" to "on (B)(6) 2017." Manufacturer narrative: upon gathering additional information, the patient required additional home therapy following the second procedure. The patient did not have long term consequences due to this incident. The device was not returned for evaluation; however, the photographic evidence was provided which exhibits the reported failure. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 2 other similar complaints for this product family and failure mode. During this same time frame, 12,629 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.024 percent, if all complaints were confirmed. The instructions for use advises the user of the following. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage. Breakage of the device is possible if: o the bone preparation device is not inserted to the proper depth. O the device is not properly aligned with the pilot hole. O the device is loose or not securely attached on the delivery handle. O the device is advanced too deep. O a small amount of forward pressure is not applied while rotating the handle. This issue will continue to be monitored through the complaint system to assure patient safety.